Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited loss of capture. The device will continue to be monitored. No patient consequences were reported.